Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A review of the as-received treatment and alarm history of the complaint cycler showed that there were no treatments performed on the cycler after (B)(6) 2020. An external visual inspection was performed with no physical damage noted. There were visual indication of particulates underneath the upper pump door catch post. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The internal inspection of the cycler showed that there were indications of dried fluid on the bottom cover between the front panel assembly. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a large drain volume. The patient discontinued treatment during drain 1 of 1 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 27520 ml during drain 1 of the treatment. This drain volume is 1375% the patient's prescribed fill volume of 2002 ml. As a result of the iipv event, the technical support representative advised the peritoneal dialysis registered nurse (pdrn) to discontinue use of the cycler. A replacement cycler was issued. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient skipped peritoneal dialysis treatment in the absence of the cycler. There were no power failures or fluid leaks during the reported event and all fluid was returned to the patient and drained properly. The cycler is available to be returned to the manufacturer for physical evaluation.